Manufacturer narrative:
The investigation into this event was unable to determine exact root cause of the event. Analysis of instrument datalogger files, quality control results, performance tests, and sample handling process could not find evidence to suggest that an analyzer or reagent error occurred. A user error could not be ruled out as a potential root cause of the event. There was no allegation of harm as a result of this event. The root cause of this event is unk.

Event description:
The customer obtained a non-reproducible elevated vitros trop I es result on a single quality control sample while using the vitros eci analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action should they occur on pt samples. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).